Event description:
Patient reported for right side "itching around the breast and chest into side, "tenderness that is similar to premenstrual symptoms" also reported "consistent cough" which is not related to the device. Patient later reported "seroma fluid", "misshaped", and "hard". Healthcare professional later reported capsular contracture, baker grade iii and removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacturer report number 9617229-2024-0011625. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3 and seroma-late.